Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that his one touch basic enhanced meter was prompting the not ok message. The patient claimed that the reported meter was new; he had only tested with it once. He took no actions following attempted use of the meter. He contacted his medical professional for advice and received no treatment. The customer service representative walked the patient through cleaning the meter and retesting. The not ok prompt continued to appear. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient and troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.